Event description:
The reporter stated he had inguinal hernia surgery in (B)(6) of this year. The reporter said 4 weeks after the surgery he started having chronic pain in groin area and it goes down to his right thigh. He also said sometimes the pain gets unbearable. The reporter was told by the surgeon that the mesh has migrated to his nerves and that was causing the pain. He went on to say that the surgeon sent him to the pain management clinic to get nerve block treatment. He started the treatment of nerve block but the pain did not go away. Reporter said the physician who did the nerve block treatment told him he may never get better and may never be able to work.